Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is complete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro failed to deactivate when the toggle switch was disengaged and smoke was observed. This occurred after the hemopro was set aside in the sterile field; it was not located near the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.